Event description:
It was reported that the device had faulty downstream occlusion (dso) sensor found during preventive maintenance testing. Evaluation of the returned device confirmed the faulty sensor and found the dso seal was broken.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was broken. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was confirmed, and the cause was traced to a faulty dso sensor. The dso sensor and dso seal were replaced to address this issue.